Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced a bent cannula due to infusion set detachment, which resulted in minor leakage on (B)(6) 2026. The event led to elevated blood glucose levels, and the patient was managed with long-acting insulin. The patient's blood glucose level during the event was 401mg/dl and the patient experienced symptoms including nausea. The patient tested positive for ketones and developed diabetic ketoacidosis (dka). No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 17/apr/2026 against "lot number" "6011166" and similar malfunction codes: adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to adhesive patch anomaly. Only use if a specific malfunction cannot be determined and no description about failure type), adhesive patch completely detaches during use- detachment / significant wetness. The review confirmed that lot 6011166 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 17/apr/2026 against "lot number" criteria equal "6011166" and similar malfunction codes: adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to adhesive patch anomaly. Only use if a specific malfunction cannot be determined and no description about failure type), adhesive patch completely detaches during use- detachment / significant wetness. The count of complaints are 2. The complaints numbers are (B)(4). Device history record (DHR) review: the lot 6011166 was manufactured according to work instruction (wi) version 76 and manufactured in the line 03, on 24/jan/2025 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: the DHR review supports compliance with manufacturing and quality requirements. No issues were identified that would have contributed to the reported complaint visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area (version 3): all 3 samples tested passed visual inspection. Visual tests for the reported malfunction code adhesive patch completely detaches during use- detachment / significant wetness. All test results were within specification as documented in the attached test report - complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6011166 and related malfunction codes. Two complaints was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Photos were requested; however, the customer confirmed that no photos were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.